Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to an infection. The helix on the lead also did not retract. The doctor has to turn the lead to release from the myocardium. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, severe damages at the df1 connector pin were observed. The subsequent root cause analysis indicated that medical devices applied during the explantation procedure should be taken into consideration. In addition, cuts in the insulation were found which occurred most likely during the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. After removing tissue from the leads tip the helix could be extended and retracted easily. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.